Event description:
It was reported that when the customer was tilting the uroskop access system, the motor became disconnected and the whole table assembly fell to the floor. According to the customer prior to the table falling, the table life movement was making loud grinding noises. There was no patient on the table at the time of the incident. No injuries are involved in this event.

Manufacturer narrative:
Siemens installation and mechanical team was dispatched to this site. The dispatched team performed the table base exchange and confirmed that the bolts were sheered. It is assumed that the gearbox ceased up and the motor kept trying to turn it causing the bolts to sheer and fall. The old table base was sent to the factory for further investigation.